Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown . Device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood leakage from cap with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was blood leakage from the cap of the bd vacutainer® k2edta tube after blood collection. No serious injury or medical intervention reported.